Event description:
It was reported that the patient felt a sporadic tingle in his left arm when moving or walking around, which began yesterday when the implantable neurostimulator (ins) was turned on after being off for a couple of months. The patient felt the tingling about 4 times per day. The patient had turned it off a couple months prior due to feeling "pressure in his head", but due to tremors decided to turn it back on. It was noted the lead was in the right hemisphere. There had been no tingling local to the stimulation system. The patient saw a neurologist yesterday and they made a minor adjustment of turning amplitude down. The patient seemed to feel a jolt of stimulation when the telemetry head of the clinician programmer was over the ins, and while shutting down the clinician programmer to disconnect the telemetry head. The patient did not get this feeling while checking impedance measurements. The issues subsided when the ins was turned off. There was no known accident or incident related to this complaint. The patient did have a couple surgeries, one was in january and his gall bladder was removed, but they were not near the neurostimulation system. On the date of report an out-of-regulation (oor) message appeared when checking the ins with the programmer. Impedance measurements were within normal limits but were slightly lower than expected on bipolar pairs. Impedance measurements were taken again while the patient was standing and all were in the same range as before. Impedance measurements were taken with the patient standing and moving his arm around, turning his head, turning his neck, doing anything to "mess with" the system. In some of those situations high impedance measurements were observed. When moving the ins around, the patient felt a shock or a jolt. The jolt also sporadically occurred with movement. Additionally, tingling/numbness in the patient's arm and the "thick" mild pressure in his head would go away when the ins was moved around. High impedance measurements were measured with the patient in a standing position with an arm raised, with arms crossed in from of the chest, and with the head/neck turned to one side. The original low impedance results were all taken from a seated position. Additional information received reported no programming changes were made. No surgical interventions had taken place, but x-rays were being ordered for evaluation. The patient was still experiencing the same symptoms, but no device changes had been made. The patient was advised to turn off his ins if the pressure, numbness, or jolting became uncomfortable.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0343750v, implanted: (B)(6) 2004, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient had a revision on (B)(6) 2013. It was stated intra-operative testing revealed that there was a problem between the extension and stimulator, but it was uncertain where the problem was. It was noted both the extension and stimulator were replaced and ¿all tests passed.¿

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3387-40, lot# j0343750v, implanted: (B)(6) 2004, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received reported, the result of the x-ray evaluation was ¿unremarkable, nothing unusual was visible.¿ the patient was ¿doing the same¿ and had been referred to a neurosurgeon for surgical evaluation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.